Event description:
It was reported that an alert had been generated form right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Pacing output had already been reprogrammed to 5.0v and no successful rvat results had been obtained since implant four days prior. Additionally, rv capture could not be confirmed due to the absence of paced beats. In office evaluation should be considered. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.